Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
It was reported that the device lost programming and the patient had to decrease pump rate due to jaw pain. Issue was able to be resolved through replacement. No patient injury was reported.